Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator cardiac settings were checked and changed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system temperature increased and the x-ray would not function. No pt injury was reported.